Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user error/technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use, states: this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide cath: 0.035. Sheath: 6f, 13f. Heparin, impella. (B)(4). Per the instructions for use: this device should only be used by physicians who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was completed with a proglide device, using a pre-close technique, via a 13f sheath prior to an interventional percutaneous coronary procedure with impella. The interventional percutaneous coronary intervention was completed and the impella was removed. Reportedly, an attempt was made to close access site by one single proglide device. A second proglide device was inserted over a 0.035 guide wire. The proglide needles could not be retrieved. The proglide device could not be removed. Surgery was performed to remove the proglide device and a patch was used to achieve hemostasis. There was a clinically significant delay in the procedure due to the surgical intervention. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.